Event description:
The draw rod was inserted into the cage for removal. When force was applied via the slap hammer, the threaded tip of the removal rod broke off into the implant. The implant and all broken pieces were removed successfully. Ref # MFR 3005180920-2014-00032.